Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during follow-up the CT scan noted that the stent graft migrated approximately 15-20mm off the lowest renal and there was a proximal type I endoleak present. The aortic neck dilated to greater diameter than the implant stent graft which caused a type ia endoleak and the aneurysm to expand to 9.1x7.3 cm. Per the physician the cause of the event was anatomy related (aortic neck dilatation). Currently the aortic neck is 29-32 mm in diameter and 15-20 mm in length. The patient received an intervention where a cuff and anchors were used and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.